Event description:
Pt reported she has a broken nebulizer for ohtuvayre. The aerosol delivery system was damaged while changing the hose. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided. Diagnosis for use: chronic obstructive pulmonary disease.